Manufacturer narrative:
Evaluation summary: as a result of investigating for the returned scope, we confirmed that a breakage of kapton tape wound around cmos unit inside the scope distal end. It caused that the electrical safety test in emea to fail. This device is not distributed in us. This device is not marketed in us, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805.

Event description:
This event occurred during inspection. There was no report of patient harm. Electrical safety test fail. Detected at incoming inspection.